Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during follow-up the day after the implant procedure, loss of atrial sensing was observed. A chest x-ray revealed that the lead had dislodged. The lead was explanted and replaced. The patient was stable.